Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient lost consciousness due to hypoglycemia. The patient´s sister found the patient unconscious in her bed and called an ambulance. The paramedics treated the patient with IV glucose and the patient regained consciousness, the blood glucose was taken by the paramedics but the patient cannot remember the values provided. The patient was taken to the hospital where she was treated with IV glucose and her blood glucose was monitored. At some point during the event, the cgm reading at the hospital was 249 mg/dl and the blood glucose reading was 113 mg/dl. The patient recovered and was discharged (B)(6) 2022. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.